Event description:
A dvt was observed on (B)(6) 2014 during the normal follow up to a procedure on (B)(6) 2014. The patient was asymptomatic. The patient was placed on oral anticoagulant (xarelto). Upon a return visit on (B)(6), it was determined that the dvt was resolved.

Manufacturer narrative:
It was noted that there were no issues cited with the devices performance.